Event description:
A hole was discovered in the custom mini pack and deemed unsterile for use in surgery. A new pack was opened to complete the procedure. Manufacturer response for custom surgery pack, medline (per site reporter). Formal incident logged and pack requested to be returned to vendor.